Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code is unknown. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was not determined. A trend review showed no adverse occurrence rate trends for this product code category and as reported problem code. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate. Per the monthly trending tool report no trend has been identified for this product code and this problem code. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Event description:
A home patient (hp) contacted after hours baxter technical services (largo) to report a transfer set that became disconnected from the catheter during a dwell cycle of therapy. There was patient involvement; however, no patient injury or medical intervention was reported.